Manufacturer narrative:
Visual inspections & results: lockout position n/a, cartridge condition n/a, cartridge return batch number n/a, instrument number 529. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of short rack good, condition of yoke good, test cartridge batch# k00u9f. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The cartridge retention feature was measured and was found to be confirming to the design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.